Event description:
It was reported that the balloon could not pass the lesion. The balloon used to the calcified lesion on left anterior descending. At first an another balloon was used then the laccrosse nse was used, but the lacrosse nse balloon could not pass the lesion. During delivery, the catheter shaft was kinked. No complications were reported.

Manufacturer narrative:
The product was returned for investigation. As a result of the investigation, there were kink observed on the catheter shaft, but no abnormalities in the the balloon part as influence for lesion passability. It is considered that the reported event may have been caused by patient lesion condition, but the detailed cause could not be identified. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because the balloon plugging with the lesion when the balloon can not pass on the lesion, it is potentially cause to embolism.